Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/04/2019. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods (fg) release criteria. Due to the expiration date of ec4+ lot k18306, retain testing could not be performed. Retained testing for ec4+ lots k18231 and k19010 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for ec4+ lots k18231, k18306 and k19010.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat ec4+ cartridges that yielded a suspected discrepant potassium results on a (B)(6) year old female patient having out-patient surgical procedure. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2019, tested: 11:34, result: 6.9 mmol/l. I-stat, (B)(6) 2019. 11:43, 3.9 mmol/l. Collection time not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.